Manufacturer narrative:
H.6. Investigation summary: two samples were received. They came in a ziploc plastic bag. They have no packaging flow wrap. One has tip cap and the other one has not. One has the stopper at the 3ml mark and the other one at 5.5ml. Both have the plunger rod, not assembled to the rubber stopper. This could have happened during off label use. The syringe is designed to flush the IV lines by pushing down the plunger rod. The plunger rod shouldn¿t be pulled back. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of syr 10 ml fil saline shortlength plunger rod experienced stopper separation from the plunger. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: 306499 batch no.: 9018605. Verbatim: I'm not sure what is happening at bd with the manufacturing of their syringes but we are now getting reports of the flushes having problems. The black piece is coming off of the plunger. This is the same problem reported with the 20ml syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syr 10 ml fil saline shortlength plunger rod experienced stopper separation from the plunger. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: 306499 batch no.: 9018605. Verbatim: I'm not sure what is happening at bd with the manufacturing of their syringes but we are now getting reports of the flushes having problems. The black piece is coming off of the plunger. This is the same problem reported with the 20ml syringe.